Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that a metal cylinder protruded from the working channel. The metal cylinder was part of the working channel and remained attached to the spyscope ds. Although, they were not able to pass any devices through the working channel, the ercp procedure was completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that the catheter was kinked in several locations within 7 cm of the distal end. Signs of possible buckling was also found within the active deflection section on the distal end. The working channel sleeve extended, approximately 2 mm, from the distal cap when received. The distal tip would articulate; however, it would not articulate properly due to the buckled catheter. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel; it passed freely through the working channel until the distal end where resistance was felt at the kinked section of the catheter. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter, approximately 3 inches, was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that a metal cylinder protruded from the working channel. The metal cylinder was part of the working channel and remained attached to the spyscope ds. Although, they were not able to pass any devices through the working channel, the ercp procedure was completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.